Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and showed that occlusion occurred but did not show at what pressure. Downstream and upstream occlusion (dso) testing were performed. The customer's reported problem was verified. During investigation the pump dso found to be out of specification. Service recalibrate the pump dso and result showed it passes at 22 psi. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump downstream sensor (dso) was below 7 psi. It was reported that the event did not occur while in use with a patient. No reported adverse effects.